Event description:
Report received of an underdelivery. The customer reported that the pump was returned to the central processing dept with an unsigned noted that stated, "pump only runs half amount. Entered for volume to be infused." No tracking info was available in order to obtain specific patient or event details. Upon further query, the risk manager indicated there were no reported adverse patient events while this pump was in clinical use. Though requested, no additional info was provided.